Event description:
On (B)(6) 2023 around 11:00 am, she took her father to (B)(6) (emergency room) in (B)(6); he was admitted. Approximately 20 minutes later the nurse returned, informed her that her father had an elevated tropin indicating a heart problem. He was taken to their catheterization laboratory to have his heart examined. When he returned from the examination, there was an impella embedded in his body (heart) and he was on a ventilator. He was taken to ICU. In ICU she noticed his feet and arms had changed to the color purple, knees to his elbows. A nurse stayed over night, on noon (B)(6) 2023 the doctor removed the impella and implanted a heart stent. After the surgery, she requested her father be transferred to (B)(6). He was transported to (B)(6) and admitted in ICU. He was placed on dialysis machines for one week. On (B)(6) 2023 he passed away.